Manufacturer narrative:
G4: 09oct2020. B4: 12oct2020. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). It was confirmed that the air flow sensor will need replacement. The customer (bio-med) replaced the air flow sensor. Device passed all performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22jun2020.

Event description:
It was reported that the unit wasn't delivering tidal volumes and had a low leak rebreathing risk alarm and a high pressure regulation alarm. The device was in use at the time of the event; however, there was no patient harm. The manufacturer's remote service technician performed troubleshooting with the customer. The customer ran performance verification testing (pvt) and the unit failed oxygen accuracy and flow accuracy testing. The technician recommended that the customer that the suspected issue is with the flow sensor assembly. The customer was provided with part information.

Manufacturer narrative:
G4: 14oct2020. B4: 15oct2020. D11: h6: updated the device was not being used on a patient at the time of the event. There was no patient or user harm reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.